Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in ,2006. During implantation, the large stem sat 15mm proud compared to trialing. When the surgeon attempted to impact the stem, the pt's bone fractured. The fracture was treated by a cerlage wire and a medium stem was implanted.